Manufacturer narrative:
The device remains in use and was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device 8 months. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The patient was admitted to the hospital on (B)(6) 2017 following clinical review with fatigue, decreasing exercise tolerance and pain in the pump site. Ventricular tachycardia and rigors were reported. A CT angiogram showed no evidence of collection along the drive line or adjacent to the pump. The patients condition improved and the patient was discharged on (B)(6) 2017. On (B)(6) 2017, it was reported that the patient presented with rigors and new hard superficial lump near drive line site. CT scan showed no evidence of obvious collection and no growth identified in blood culture. Pet scan: evidence of inflammation along pump driveline in the anterior abdominal wall and proximal intra-abdominal component. There was also inflammatory change in outflow cannula. Patient was in ventricular tachycardia on admission. Pacing check to exclude arrhythmia as cause of light-headedness: on (B)(6) 2017, vt first detected 1445 hrs, fluctuated in and out of detection until 2026 hrs (vt slowed below detection rate), received a total of 22x atp during this period, all unsuccessful at reverting vt. Ventricular rate histograms from (B)(6) 2017 to today show ventricular rate 150-190 bpm ~15% of time. Lead measurements are good, stable. It was reported that the patient is on long term doxycycline therapy as developed thrombocytopenia secondary to IV tazocin and vancomycin. No further information was provided.